Event description:
It was reported that the proximal end of the pipeline would not open after deployment. Several attempts were made to open the device by maneuver the catheter and delivery wire but without success. An alligator retrieval device was used and helped open partially of the device. A solitaire was then deployed and fully opened the pipeline. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).